Manufacturer narrative:
Ni

Event description:
A customer reported using cidex® opa solution at a temperature lower than what the instructions for use (IFU) states, and the customer has been doing this for years. There are no serious injuries reported. They state they use cidex® opa solution at 66-67 degrees farenheit for endovaginal ultrasound probes and are unable to achieve the 68 degrees f as indicated in the IFU. The customer was advised to follow the IFU which states the solution must be at 68 degrees f for high level disinfection. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high level disinfected.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, functional analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The customer stated the loads were not released. The likely assignable cause of this issue was failure to follow instructions. A customer letter was sent informing on how to properly heat cidex® opa solution. The issue will continue to be tracked and trended.